Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution.

Event description:
Same case as MFR report #: 6000089-2007-00798. Clinical trial. It was reported that 692 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a target vessel reintervention. The index procedure identified and treated three target lesions. Target lesion one was a de novo, 3.5x40mm, 95% stenosed lesion of a svg (saphenous vein graft) to om2 (2nd obtuse marginal). Target lesion one was treated with predilation and placement of two overlapping taxus express2 drug eluting stents measuring 3.5x20mm and 3.5x32mm. The drug eluting stents were also overlapping a previously placed bare metal stent. A distal protection device was not used when stenting the svg. Residual stenosis was 0%. The patient was discharged the next day and returned for a staged procedure eight days following the index procedure. The stated procedure treated target lesions two and three. Target lesion two was a de novo, type b bifurcated, lesion of the r-pda (right posterior descending artery) measuring 2.5x10mm and 85% stenosed. The bifurcation was with the distal rca (right coronary artery). Target lesion two was treated with kissing balloon predilation and placement of a 2.5x16mm taxus express2 drug eluting stent using a crushing technique. Treatment of the r-pda resulted in 0% residual stenosis of the r-pda and a 75% side branch occlusion of the distal rca. Target lesion three was a de novo, 75% stenosed, 3.0x3mm lesion of the distal rca and was treated with direct stenting using a 3.0x16mm taxus express2 drug eluting stent. Residual stenosis was 0%. The patient was discharged one day following the staged procedure on asa and plavix. The patient returned 692 days following the index procedure for a target vessel reintervention. The reintervention treated the mid rca, r-pda, and 1st rpl (right postero lateral). The mid rca was treated with placement of a taxus express2 drug eluting stent and was reported to be "unrelated" to the device by the investigator. The r-pda was treated with balloon angioplasty and the 1st rpl was treated with a taxus express2 drug eluting stent. Both the r-pda and 1st rpl reinterventions were reported to have an "unknown" relationship to the device by the investigator. The patient was reported to be taking asa and plavix at the time of this event.